Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4068 implantable pacing lead (B)(6) 2000; 6945 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that there were five episodes that showed nonphysiologic sensing on both the right atrial and right ventricular leads. Oversensing was not reproducible in the clinic, however, the electrograms (egms) were noisy. It was noted that the lead impedance trends were stable and within range. The leads will be monitored and remain in use. No patient complications have been reported as a result of this event.